Manufacturer narrative:
The insulin pump was received with a detached and broken off end cap. The prime test and excessive no delivery alarm test could not be performed due to end cap damage. Moisture damage was found on the electronics and motor. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported there was moisture exposure to his insulin pump. He stated that there was water under his display. The customer also stated he did not drop his insulin pump into water. The customer also reported his insulin pump was not delivering insulin. He stated he had to rewind his insulin pump for insulin to be delivered. There was also no cracks found on the insulin pump. The customer also declined to troubleshoot for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.